Manufacturer narrative:
Information contained on this report was previously submitted through psr on 22/apr/19. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: analysis of the returned device identified: broken shell, red particles and underweight. A visual and microscopic analysis was performed which identified striated broken on anterior and missing shell. Based on the device analysis the final assessment is a striated broken on anterior due to surgical damage consist in the use of some surgical tool and missing shell due to inconclusive. The reason for reoperation is rupture. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a left side rupture. Device was explanted.